Manufacturer narrative:
IFU information states, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive activity and trauma affecting joint replacements have been associated with premature failure, also a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. The patient is over (B)(6). There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment not diagnosis.

Event description:
There is no further information. The devices will not be returned. Associated mfrs: 1038671-2017-00217, 1038671-2017-00218, 1038671-2017-00219, and 1038671-2017-00220.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Revision of left shoulder components due to subscapularis tear. Patient reported a "rolling sensation" and is very weak. This event report was received through clinical data collection activities.